Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported the device stopped working. The patient synched the ins with the patient programmer and it showed stimulation was off. The patient turned stimulation on and it resolved the issue. The patient stated they had an MRI and turned their stimulation off for that and the patient thought it had been turned back on since. The patient mentioned they lost a lot of weight, ¿which was a good thing,¿ and since losing the weight the battery moves around. No further complications were reported.